Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the patient reported they had a recent issue with their pump; they just left the doctor's office because the pump stalled a lot and the patient was upset because the handset was not giving them any alert or notification. The patient said ever since they had the new handset the device never provided them an alert. The patient said the pump issue started 'sometime this month' and the handset notification issue started last month (2026-05-15). The patient stated they were not getting notifications about stalled baclofen pump from the therapy application. The patient stated the pump issue had already been addressed by their doctor. The agent transferred the patient to health care information technology (hcit).